Manufacturer narrative:
Analysis of the extension found no significant anomaly. The body of the extension was cut through and the product was segmented.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A consumer reported via a manufacturing representative that stimulation was effective after implant at high amplitude of 7-8v, but all of a sudden stimulation stopped and there was a lack of therapy. The patient had mentioned some unusual sudden movements two days before. The implantable neurostimulator (ins) was checked and impedances were normal. An x-ray was done and the lead had not moved. Stimulation was increased to 10v, but the patient did not feel anything. A revision was planned for (B)(6) 2015. During the revision, the extension was replaced. Following the revision the patient was fine. The patient's indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.